Event description:
It was reported by service report that the brakes would not stay engaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: brake cam, pivot.